Event description:
A surgeon reported that a pt complained of visual disturbances described as starbursts following placement of an intraocular lens (iol). Follow up info from the surgeon states that surgeon feels the lens did not malfunction and that this event would not cause a serious injury if it were to recur.

Event description:
Additional information provided by the reporting surgeon indicates that the intraocular lens was explanted and replaced with a pmma lens in may, 2000. Following the lens exchanged, the pt continues to complaint of glare.